Event description:
It was reported that, repeatedly, the insertion of the guide wire into the mwx135 ¿ im cutting block, 135°, has resulted in metal abrasion at one of the guide-wire entry holes. Metal particles had to be removed manually from the surgical site. Metal particles may remain in the surgical site, posing an infection risk due to foreign material.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned and matches the alleged failure mode. The device inspection revealed the following: a visual inspection of the returned instrument shows evidence of heavy wear across the body of the device, primarily in the form of surface discoloration. Notably, deformation is present along the edge of the 0 wire guide hole on the cut guide. The material in this area appears plastically deformed, consistent with the repeated insertion and removal of the guide wire. Due to the nature of the returned instrument, a dimensional inspection was not possible since a measurable feature is deformed. However, during manufacturing, functionality testing and dimensional inspection were performed according to specifications. During inspection, all devices met the specifications. Based on the investigation, the root cause was attributed to a user and wear related issue. The event was caused by cumulative mechanical wear from repeated use and was exacerbated by off-axis loading of the guide wire by the end user. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material-, manufacturing, or design-related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that, repeatedly, the insertion of the guide wire into the mwx135 ¿ im cutting block, 135°, has resulted in metal abrasion at one of the guide-wire entry holes. Metal particles had to be removed manually from the surgical site. Metal particles may remain in the surgical site, posing an infection risk due to foreign material."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.